Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia. The second shock accelerated the rhythm to ventricular fibrillation (vf) and afterwards the device delivered more appropriate therapy that finally converted the arrhythmia. At one of the episodes under sensing of a very fine vf was observed. Different programming options were discussed for this crt-d that remains in service at this time. No additional adverse patient effects were reported.